Event description:
Pump experienced a malfunction with malfunction code 5. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, the customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. A replacement pump was arranged, and the customer planned to use multiple daily injections as a backup therapy.